Event description:
It was reported that during initial implant procedure, stylet was not able to be insert in patient's new implanted lead. The lead was not implanted and procedure was completed with an alternate lead on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported event of unable to insert the stylet was confirmed. As received, a complete lead was returned in one piece for analysis. X-ray examination found the inner coil was overtorqued at the connector region. The cause of the reported event was due to overtorque of the inner coil consistent with procedural damage.